Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the camera of the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The camera was returned to the manufacturer for evaluation. Testing found that the positioning sensor unit (psu) passed aak testing. However, the psu powered on with the fault light on. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that, while in a spinal fusion, the amber led on the camera of the navigation system was illuminated. Restarting the navigation system multiple times did not resolve the reported issue. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: analysis of the event logs on the camera found a bump detected on the event date of the reported issue.